Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, it was noted this atrial lead was dislodged. The device was reprogrammed to vvi pacing mode and atrial lead pacing was deactivated. This lead remains implanted. No adverse patient effects were reported.